Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to put the faulty pump into storage mode and was sent a replacement pump with updated software. The customer understood and acknowledged all instructions, and returned the problematic pump via ups using a return box and pre-paid label within 10 days. Additionally, the customer will use mdi as backup therapy to ensure insulin delivery is not interrupted in the interim.